Manufacturer narrative:
It was previously reported that the device would not be made available for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; biological debris was covering the cam mechanism. The position of the cam when valve was received was not visible due to the biological debris. The valve was hydrated. The valve could not be program tested due to the biological debris. The valve was flushed, the valve failed the test. The valve was leak tested, no leaks noted. The catheters were irrigated; no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve could not be pressure tested due to the biological debris. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3112, with lot cvgb8t, conformed to the specifications when released to stock on the 13th july 2016. The root cause of the problem reported by the customer is due to the biological debris found covering the valve mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the valve was used during a va shunt procedure. The surgeon reported that blood flowed from the heart to the valve and blocked the valve.